Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-11253. It was reported the patient developed a hematoma after the scs system implant. Reportedly, the patient experienced numbness in the limbs as a result of the hematoma. Consequently, the patient's physician removed the patient's scs system to relieve the pressure on the spinal cord. The date of the explant was undetermined at this time. In addition, the patient was reportedly doing better postoperatively.

Event description:
Device 2 of 2 : reference MFR report: 1627487-2018-11253.